Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not feeding the graft properly. Review of information entered determined that the issue occurred during surgery. Subsequently this caused no patient harm and there was no delay. An alternate device was available for immediate use and there was no additional unplanned graft used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on august 14, 2018, it was reported that the unit was not feeding the graft properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia/ zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was january 31, 2018 where it was reported that the ratchet was broken and the comb and ratchet sliding pin were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(6) on august 13, 2018 revealed that the ratchet was jammed and not ratcheting. The pre-test calibration and sample mesh could not be taken due to the bent comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on august 13, 2018 which included replacement of the comb and lubricating the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4). It was noted that the ratchet was jammed and not ratcheting. It was also noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the ratchet was jammed and not ratcheting. It was also noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.